Event description:
The customer reported that discordant antibodies to hepatitis b surface antigen (ahbs2) results were obtained on three patient samples on an advia centaur xp instrument. All three samples recovered reactive initially and the initial results were reported to the physician. The samples were repeated the next day on an alternate advia centaur instrument, generating nonreactive results, which were reported to and accepted by the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ahbs2 results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2021-00064 on (B)(6) 2021. Additional information and corrected data ((B)(6) 2021): the customer provided additional information for patient 3. The customer indicated that the sample was tested in triplicate, generating results of 11.41, 10.81, 8.66, which were reported as reactive. The sample was repeated on an alternate advia centaur and recovered at 7.83, which was reported as nonreactive and correct. Sections b5 and b6 were corrected to reflect the additional information that was provided by the customer. The device is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that (B)(6) antibodies to (B)(6) results were obtained on three patient samples on an advia centaur xp instrument after performing a lookback due to negative quality control recovering (B)(6). Quality control (qc) had recovered within range prior to generating initial results. The customer service engineer was dispatched to the customer's site. The cse performed a decontamination of the system. The cse found a leak in the dispense port 1 probe tubing and replaced the male barb. The cse then performed daily cleaning and primed the system. Calibrators and qc were run post service and passed. Siemens further investigated the issue and determined that the cause of the (B)(6) results was due to the malfunction of the dispense port 1 probe tubing. The issue was resolved with replacement of the part as part of normal routine instrument troubleshooting. Additionally, according to the advia centaur xp and advia centaur xpt detection of (B)(6) instructions for use, the initial result for the third patient recovered in the "retest zone". As per the IFU, "retest zone: samples with an initial value > or = 8 and < 12 miu/ml. If results are within the retest zone after initial testing, samples must be retested in duplicate. After retesting, if 3 results are available and 2 results are > or = 10 miu/ml, then the sample is considered to be (B)(6). If 3 results are available and 2 results are < 10 miu/ml, then the sample is considered to be (B)(6)." However, the customer did not report whether the sample was retested in duplicate and did not provide the repeat testing results. It is unknown whether sample 3 initially recovered reactive or nonreactive. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that (B)(6) antibodies to (B)(6) results were obtained on three patient samples on an advia centaur xp instrument. Two of the samples recovered (B)(6), while one of the samples recovered in the retest zone. The initial results were reported to the physician. The samples were repeated the next day on an alternate advia centaur instrument generating (B)(6) results, which were reported to and accepted by the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) results.